Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the day after the implant, the patient felt diaphragmatic stimulation on their right side. Upon interrogation, the atrial lead had no sensing and intermittent capture. A chest x-ray revealed that the lead had dislodged. During the repositioning of the lead, the helix became immobile in the right atria. The physician was also unable to introduce a stylet after several attempts to reposition the lead with slack. At that point, the physician decided to cap and replace the lead. No patient complications have been reported as a result of this event.